Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 550 (mg/dl) for 2 days. Customer changed pump supplies and administered insulin via insulin pens to treat bg levels. System check with tandem technical support on 05/07/2016 indicated pump was performing as intended. Recommendation was made to change infusion site and to contact health care provider to discuss diabetes management.